Event description:
It was reported the gastrointestinal videoscope exhibited a blurry no image issue. It is unknown when this issue occurred. There was no reported patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.